Event description:
It was reported that a implantable cardiac monitor (icm) was implanted in the right chest upon activation of the icm, the patient connector generated an error code on the diagnostic mobile programmer application indicating the icm was not being detected. Troubleshooting steps were taken to include resetting the diagnostic mobile programmer application and the patient connector, which appeared to be frozen and unresponsive to power cycling regardless of long holding the grey button. Additional troubleshooting steps were taken to include swapping out the patient connector, restarting the diagnostic mobile programmer application, and pairing the new patient connector. It was noted that the patient connector successfully connected to the diagnostic mobile programmer application, though activation of the icm took longer than expected, approximately five minutes, before completing successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.